Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. The device delivered an appropriate shock, and the rhythm was converted. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.